Event description:
Venous sheath pull started by mst (multi-skilled technician) at 1445. Mst removed sutures and when she pulled the sheath, the hub of the device was only removed, the sheath was not attached to the hub. X-ray confirmed that sheath was still present in femoral vein. Patient brought to ir (interventional radiology) and sheath removed without issue.